Manufacturer narrative:
The field service engineer (fse) adjusted the sample probe and ran a precision check. No errors were found. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The patient was born in (B)(6). A reagent issue can be excluded as calibration and qc were acceptable. The investigation found one reagent short alarm on the day of the event. This is consistent with preanalytical errors. The investigation is ongoing.

Event description:
There was a complaint of questionable ck results for 1 patient tested with a cobas 8000 c701 module. The questionable results were not reported outside the laboratory. The patient¿s initial result was 0.03 ukat/l; the repeat was 20.77 ukat/l. The ck used was lot 57989301 and had an expiration date of 30-jun-2022.